Event description:
On (B)(6) 2012 the patient contacted animas alleging that the ok keypad button is intermittently unresponsive. The patient stated that he wears the pump in a pocket and does not clean the pump. There were no reported blood glucose excursions as a result of the alleged malfunction. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 05/30/2012 device evaluation: the pump has been returned and evaluated by product analysis on 04/30/2012 with the following findings: investigation revealed the keypad to be fully intact without peeling or visible damage. The contrast, up arrow and down arrow keys respond appropriately when pressed. The ok key has intermittent response when pressed. The keypad was removed for investigation and revealed evidence of keypad contamination under the contrast, up arrow and down arrow contact buttons.